Manufacturer narrative:
At this time product has not yet been returned, an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2019, the adc freestyle libre sensor was sticky and detached from the adhesive after 7 days of wear. Customer further reported she experienced symptoms of hypoglycemia described as "shaky" and was treated with orange juice by a non-hcp. Customer was then treated with unspecified units of insulin by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, the adc freestyle libre sensor was sticky and detached from the adhesive after 7 days of wear. Customer further reported she experienced symptoms of hypoglycemia described as "shaky" and was treated with orange juice by a non-hcp. Customer was then treated with unspecified units of insulin by hcp. There was no report of death or permanent injury associated with this event.